Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 20-year-old male with congenital heart disease presented in cardiogenic shock consistent with scai shock stage d and was supported with an impella 5.5 with smartassist implanted via a right axillary/subclavian surgical arterial approach. During ongoing support, the patient developed a suspected gastrointestinal bleed requiring multiple blood transfusions over several days, with anticoagulation (bivalirudin) held in preparation for egd and colonoscopy. The clinical course was further complicated by new-onset renal failure requiring initiation of continuous renal replacement therapy (crrt), as well as reported liver failure. The impella device remained in place and functional, and the patient remained on support. There is no evidence to suggest device involvement in the reported complications, and the adverse events, including renal failure, liver failure and thrombocytopenia, appear to be related to the patient¿s critical illness and comorbid conditions; therefore, a causal relationship to the impella device cannot be established.

Manufacturer narrative:
B5 updated with additional information.

Event description:
It was reported that the gastrointestinal bleed resolved.